Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 12 years of use. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the dislocation was reported as poly wear. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a total hip arthroplasty (tha) performed in 2002; and since dislocated due to poly wear. The surgeon performed a liner and head swap.